Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/04/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed occurrences of the reported warning for insertion of illegal battery. The pump powered on and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidences. The reported call service alarm issue was verified in the black box but not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump alarmed for call service 127 multiple times, related to illegal aa battery being inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.